Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited an impedance issue. During procedure an insula the lead was capped on (B)(6) 2016 and replaced. No patient symptoms were reported.